Manufacturer narrative:
The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of concerto coil non-detachment. The patient was undergoing coil embolization of an arteriovenous malformation (avm) or fistula (avf). Vessel tortuosity was described as moderate. Prior to the procedure, the devices were prepared as indicated in the IFU including product testing. It was reported that during the procedure, the concerto coil was placed and did not detach. The concerto was removed. The procedure was completed using a new coil without any further issues. There were no reports of patient injury in association with this event.

Manufacturer narrative:
The concerto coil was returned for evaluation within its introducer sheath; without the instant detacher and inside of a b iohazard bag and shipping carton. The concerto implant coil was still attached to the pushwire. The tack weld replacement (twr) crimp was found to be loose. The pushwire was found to be bent at approximately 9.5cm; 15.0cm and 20.0cm from the proximal end. The push wire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). Under the microscope, the coin was found to be located against the lumen stop with the coil shield present. The implant coil was found to be damaged and stretched with the polypropylene filament intact. During evaluation, the pushwire was intentionally broken distal to the break indicator, and the release wire was pulled back successfully detaching the implant coil. The release wire was then pulled out from the pushwire from the broken location for evaluation of the coin. The coin was measured in 3 locations and was found to be within specifications. Specification dimensions for the coin are: @ 0.063mm: 0.063mm-0.089mm; @ 0.127mm: 0.075mm-0.105mm; @ 0.275mm: 0.086mm-0.108mm. Measured 0.075mm @ 0.063mm; measured 0.097mm @ 0.127mm; measured 0.102mm @ 0.275mm. The outer jacket was then removed. The inner diameter of the lumen stop and the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured and found to be within specification. Specification dimension for the lumen stop inner fit ID is 0.00220" minimum, and for the lumen stop inner fit ID is 0.0029" maximum. It was measured 0.00261". The retainer ring inner dia meter (ID) was measured and found to be within specification. Specification dimension for the retainer ring inner dimension is 0.00455"+/- 0.00010 ". It was measured 0.00456". The detachment element was then removed from the implant coil for evaluation. The detach element was then removed from the implant coil for evaluation. The detach element was in good shape and the detachment ball was found to be within specification per dwgs50566 rev. A. Specification = 0.0038" +/- 0.00010". The detachment ball was m easured to be 0.00378". All other subassemblies appeared to be normal and no other anomalies were observed. Based on the device analysis findings and the reported event details, the customer report of ¿non-detachment¿ was confirmed. The concerto coil was returned with the implant coil still attached. The cause for the difficulty during detachment with the instant detacher could not be determined; however, the customer did not correctly attempt to detach the implant coil by the manual method (via hypotube) as reported. The pushwire was found to be intact distal to the break indicator when the device was received, however, the implant coil successfully detached when the correct method of manual detachment was a ttempted. All parts of the returned pushwire that could affect the detachment were found to be within specification. The cause for the broken tack weld replacement (twr) crimp, the cause for the bent pushwire, and the cause for the implant coil damage could not be determined. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.